Event description:
In 2008, documentation was received from a competitor company reporting that the patient was experiencing elevated blood glucose and there were air bubbles present in her infusion tubing. The patient disconnected from her infusion site and performed a prime to remove the air from the tubing. The patient then discovered that the infusion tubing was leaking insulin at the luer connection. She stated that the connection was tight. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.